Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported observing particulate matter inside of the solution container after filling with an unknown solution. This observation was made prior to patient use. No patient involved. No additional information is available.